Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient had a surgery to take care of a hematoma that had developed. Within a few weeks following this surgery, the patient was revised due to an infection.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.